Manufacturer narrative:
(B)(4) follow up. It was reported the insulin came out the side of the needle. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Event description:
Material: 305110, batch#: unknown. It was reported by the customer that they loaded the needle into the cartridge, the insulin came out of the side of the needle instead of into the cartridge. Verbatim: rcc received a complaint via email. Caller reported that when they loaded the needle into the cartridge, the insulin came out of the side of the needle instead of into the cartridge. With how many syringes/needles did the caller experience the issue? ¿ one. Was the syringe/needle reused? - no. Product with issue - bd 26 g, 3/8" needle, (B)(6). Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Xxxx. Product lot # - [230405]. Did issue cause any injury? - no. How did the caller resolve the issue? ¿ changed needle only and successfully filled a cartridge with insulin. Resolution ¿ no further tandem follow up is required. Cts to replace the needle and syringe upon request.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) correction following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.